Event description:
The device was being evaluated for recertification at the manufacturer's service center. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a positive flow verification test step two different times during testing. The active exhalation controller and the sensor board were replaced to address the issues, but a decision was made to have the device scrapped. Additionally, unrelated to the test failures, the device was found to have damage to the handle, front and rear case enclosures. The handle and enclosures would need to be replaced to address the issues.